Event description:
It was reported that during a knee arthroscopy with acl reconstruction, the vulcan generator was damaged, it was not working and sparks were created due to leaking onto the unit. The procedure was completed with a backup device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of electrical short could not be reproduced. Unit passed functional testing during 6 hour burn-in and power output was normal throughout testing. All functions perform as expected. All power and impedance readings were within spec. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.